Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels between 450 and 475 mg/dl. The customer was close to diabetic ketoacidosis. The customer had changed the infusion set daily for three days prior to the event. Prior to the hospitalization, the customer had visited her doctor due to an infection, and she was put on antibiotics. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The call was disconnected at that point. Unable to reach the customer after getting disconnected.